Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported she had the device placed yesterday, (B)(6) 2015. She could feel it down her left leg but was unable to feel it down the right leg. If additional information becomes available, a follow-up report will be submitted.